Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to position knot and suture break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, the suture trimmer could not advance the knot to the artery. The rail suture ripped off. Manual arterial compression was applied and prostavasin was given. After 15 minutes of manual compression the patient complained of strong retroperitoneal pain. Rebound tenderness in the abdominal wall was present. Using a left common femoral artery access site, a percutaneous transluminal angioplasty (pta) balloon 6 x 80 was placed and was inflated for 40 minutes. There was a 45 minute delay in the procedure as the 9f sheath had to be brought from a different hospital to place a covered stent. Hemostasis was achieved using the covered stent. Intravenous fluids and two units of blood were given. Hospitalization was prolonged due to the issue with the closure device. The physician is reportedly trained in the use of the proglide device and established in the large hole technique. No additional information was provided.